Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider for a patient implanted for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient fell in (B)(6) 2015 and had fecal incontinence since (B)(6) 2015. It was noted the fall was prior to therapy decreased function. Stimulation was not felt even though it was confirmed to be on at 5.1 volts; increasing to 8 volts did not resolve the stimulation issue. An impedance test showed normal measurements for all combinations except for 0<(>&<)>3 which showed low impedances (less than 50 ohms), so the device was reprogrammed out the combination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.